Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was not previously serviced for the reported condition of "battery". (B)(4).

Event description:
It was reported that while unpacking the promus stent delivery system (sds) the stent was found to be faulty, as it was not mounted on the sds correctly. The sds was not used in the patient. There were no other packages with the same lot number in the organization. Another stent was used. Health professional's impression: stent was not mounted properly. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility, by a baxter service technician, to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. Additional information:this device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
A home patient (hp)'s nurse contacted baxter to report about several cracked minicaps. There were no adverse events as a result of this event. During a follow up with the hp regarding the cracked minicaps, it was revealed that there were a total of six minicaps with hairline cracks. Per hp, each minicap belonged to a different lot. The hp stated that she found the cracks during use about 2 to 8 hours after placing them on, sometimes during shower and sometimes while wiping the minicap/transfer set with alcohol wipes. The hp stated that she also noticed the betadine leak through the cracks on about 3 or 4 of the 6 cracked minicaps. The hp did not remember the dates. The hp stated that she was given antibiotics as a precautionary measure a couple times and that her transfer sets were replaced after event. The hp confirmed that she did not have any injury or harm as a result of these incidents. The hp stated that she started to put a tape on the minicaps after placing them on, and has not had any problems since. The hp verified that she discussed this with her nurse as well. The hp stated that she had saved the six cracked minicaps and handed them over to her nurse along with the packaging. The hp did not know the lot numbers. The hp stated that she is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided. Product surveillance contacted the nurse to request the cracked minicaps for evaluation. The nurse stated that she only had two minicaps available. This writer informed her that a return kit will be sent to retrieve the two samples. The nurse was unsure what might have caused the cracks, and added that they observed the hp place the minicap on the transfer set, and confirmed that hp was following proper procedure. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.this device is currently in the process of being evaluated at the facility. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.